Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.033.001. Lot: 4l67038. Manufacturing site: hägendorf release to warehouse date: september 3, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot number: l849563) was received at us customer quality (cq). Upon visual inspection it was noticed, the broken threaded tip of the mating device was stuck in insertion handle and unable to be disassemble. No defect was noticed on the device itself. Device failure/defect identified? No. Document/specification review: manufactured and current was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as no defect was found with the returned device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an (orif) open reduction and internal fixation of left femur on (B)(6) 2021, the femoral recon nail (frn) driving cap broke off into the radiolucent insertion handle. The threads seem to have broken off into the insertion handle and it had fallen on the floor. The surgeon used another of the same driving cap and was able to insert but it too broke off into the insertion handle, resulting in two broken driving caps and a broken insertion handle. The surgeon was able to finish the case by holding the broken driving cap into the broken insertion handle. The driving cap was replaced with a driving cap from another system. The procedure successfully completed with no surgical delay. There was no patient consequence. This report is for a radiolucent insertion handle. This is report 2 of 3 for pc (B)(4).